Event description:
Have serious adverse affect at present with tissue placement devices made by coapt. Makers of polyglycolic endotines, and ultratines that are supposed to be absorbed by the body over what I was told just a few weeks. Myself and many others have encapsulation around the endotines that require "smashing or crushing" very painful I might add and kenalog steroid shots to make them dissolve, because they don't for over a year if that. I was never told about their installation prior to my endoscopic brow lift. After my surgery, I saw these triangles on my head and my ps said that they were like velcro and would be gone in 10 weeks. It has been 10 months, and I still have pain, swelling, numbness, blurred vision, and I am growing horns like a reindeer on my brow. My attorney advised me to contact the FDA. I have gone to the media, and I would like your help in preventing these devices, which take forever to go away, not to mention the pain, discomfort, depression, from being used in brow lifts. They do not dissolve!!! I am blogging with others who are just like me, suffering.